Event description:
It was reported that this implantable cardioverter defibrillator delivered several bursts of anti-tachycardia pacing (atp) and 5 tachy shocks due to an episode of supraventricular tachycardia (svt). Therapy became exhausted. Technical services (ts) reviewed the event in question and states that the device initially withheld therapy but as the rhythm went on, there were enough beats that did not correlate to the template and intrinsic rhythm identification became uncorrelated. The field representative stated that the patient has a slow ventricular tachycardia, rates zones can not be changed. Ts states initial duration is currently set to 15 second and could consider increasing this. This information will be discussed with the physician. Additional information was received confirming that the physician made adjustments to the patient's medicines. This device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator delivered several bursts of anti-tachycardia pacing (atp) and 5 tachy shocks due to an episode of supraventricular tachycardia (svt). Therapy became exhausted. Technical services (ts) reviewed the event in question and states that the device initially withheld therapy but as the rhythm went on, there were enough beats that did not correlate to the template and intrinsic rhythm identification became uncorrelated. The field representative stated that the patient has a slow ventricular tachycardia, rates zones can not be changed. Ts states initial duration is currently set to 15 second and could consider increasing this. This information will be discussed with the physician. Additional information was received confirming that the physician made adjustments to the patient's medicines. This device remained in service until it was replaced due to a therapy upgrade and returned. No adverse patient effects were reported.

Manufacturer narrative:
The product was returned and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.